Event description:
It was reported that the pump was exposed to water and an unspecified malfunction occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.